Manufacturer narrative:
Title: outcomes of our laparoscopic surgery in colorectal cancer: our first experiences. Source: turk j colorectal dis 2020;30:268-274. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study evaluated outcomes of patients undergoing laparoscopic surgery for colorectal cancer between (B)(6) 2018 and (B)(6) 2019. A total of 20 patients were included in the study. Anastomosis was completed by resecting with pfannenstiel incision through a stapler. Complication include an early adhesion ileus developed in one patient. It was managed laparoscopically, and the patient was discharged without a problem.